Manufacturer narrative:
The affected ventilator was tested by draeger service technician on site and found battery alarms when powered on the device. It was further revealed that the internal battery indicated a full charge but became quickly discharged while cutting off main power supply. The internal battery was overaged already, its capacity was out of specification. After replacement with a new battery and final check the device went back into service. The ventilator evita v300 is equipped with an internal battery that is intended to cover mains power loss for a limited time or to ensure ongoing ventilation during a patient transport. It is clearly described in the instructions for use that the internal battery is subject of ageing and utilization with loss of capacity. The battery must be checked in regular intervals and replaced if this check fails. One effect of battery ageing typically is that the characteristic discharging curve changes over time which results in an imprecise runtime forecast. Draeger finally concludes, that reported device problem was caused by failed or missing maintenance, i.e. Battery check according the instructions for use. The device behaved as specified and generated alarm.

Event description:
It was reported that during use on a patient the main power of the ventilator supplied from the ceiling supply unit suddenly cut off, the ventilator generated alarms but shut down quickly. The patient was immediately connected to a standby equipment in a controlled maneuver - no injury or serious impairment of health of the patient has been reported.